Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, that the customer experienced difficulties charging the pump. There was no adverse impact to customer's blood glucose level. Reportedly, the usb charging port of the pump was blocked with debris. The customer cleared the particles from the usb port, and used a secondary usb cable to successfully charge the pump.